Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an occlusion alarm was triggered. This occurred during infusion at patient's home. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were multiple high-pressure alarms. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, no repairs were performed. The service history review had no indication that the complaint was related to a service of the device within the review period.